Manufacturer narrative:
A partial lead with the connector pin measuring 16.2cm was returned for analysis. External insulation abrasion was noted at 15.2-15.5cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location.

Event description:
It was reported that at a routine device changeout, insulation damage was observed on the lead due to possible lead to can abrasion. The lead was capped and replaced. The patients condition was good after the procedure.